Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an laparoscopy-assisted distal gastrectomy procedure, at first firing, while attempting to fire the duodenum, the firing stopped after advancing a little. Another device was used to complete the procedure. There was no patient injury.